Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that regarding a trial, someone told the patient to call if she was uncomfortable. The patient stated if she needs to check and see if the wiring is on place. The patient noted she didn't pull the wires out but slept for 6-7 hours after the procedure, not right after the procedure, but after the lunch. Patient services asked if the patient was feeling the stimulation. The patient stated she just felt a little tiny twinge this morning. Patient services asked if the patient increased her setting up. The patient stated she has it on. The patient slept for 6 hours last night without moving she thinks. The patient got up and then went back to bed. The patient didn't have all her instructions until this morning and wasn't sure of all she was supposed to do. The top of her screener was taped up. She didn't have access to the a (amplitude) button but has flashing button. The patient stated it was not exactly comfortable but no serious pain. The patient was afraid she had disturbed some of the wires. There was a written x on the tape and asked about that. The patient lives in a retirement place and has no one to help her. The patient asked if she is supposed to be returned in five days. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.